Event description:
Complaint alleged that while attempting to defibrillate a pt the device was set to discharge at 150 and 200 joules, however displayed a "bridge test failed" message. Post-shock the device indicated that three shocks were delivered, all at one joule and not at the selected energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.